Manufacturer narrative:
Physio-control replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and observed a failure of the high energy dump relay to switch open to allow the defibrillator to charge normally. Root cause was determined to be an electrically leaky transistor, designator q14.

Event description:
While performing routine device inspection, testing, and maintenance at the customer's facility, physio-control observed a defibrillator that would not reach full charge at energies above 10 joules. The reporter stated he knew of no adverse affects to any pts, as a result of the device use.